Manufacturer narrative:
Additional information reflected in section b1,b2, b5, h1 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the new information received on (B)(6) 2025 there were infections after surgery and a antibiotic therapy was necessary.

Manufacturer narrative:
A persistent germ in device was confirmed by (B)(6). The error described by the customer, "persistent germs in the device," was confirmed by biological testing prior to standard-compliant treatment. The endoscope was given to internal department for biological sampling. Before standard-compliant reprocessing, germs were found in the working channel which were no longer detectable after standard-compliant reprocessing. A visual and functional test was carried out on the endoscope. The endoscope has normal wear marks on outer surface. The steering unit movement rattles and scrapes, the angle cover is scratched, worn. Image was inspected using c-mac z8404 zx monitor sn (B)(6). Y-connector assembly has chemical leftovers and channel inlet looks soiled. The causes of these problems are due to usage errors or/and wear. The reason for the contamination: insufficient disinfection or reprocessing! Indication of inadequate final rinsing/drying. Pathogen proliferation in a moist environment' (wet germ). After standard processing, there were no complaints about the samples examined. Therefore, the formation of germs in the working canal is attributable to non-standard treatment by the user. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The customer will be informed by our customer service department and advised of the importance of following the reprocessing instructions. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision was foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).